Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant of an implantable cardiac monitor. During the procedure, the device was interrogated prior to implant and found to have less than 100% battery life. A different device was then used to complete the procedure. The patient was unaffected by the anomaly and was in stable condition during and following the procedure.

Manufacturer narrative:
The reported field event of battery not being at 100% was confirmed in the laboratory. The device session record showed the device was changed out of ship settings on dec. 4th, 2019. The battery status decrease was consistent with battery usage after device exited ship setting. The device was tested on the bench and exhibited normal characteristics and normal longevity assessment. No anomalies were found.